Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported kink and separation appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous and 90% stenosed. Reportedly, mini trek rx 2.00 x 15mm bdc balloon was taken out of the hoop and being inserted into the guide catheter which was in the patient anatomy, when the trek device became kinked and separated in two pieces at the shaft. The separation occurred outside of the anatomy, therefore the device was simply removed from the guide catheter, and a new trek balloon was used successfully for the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.